Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called in to report the customer has been experiencing high blood glucose. Blood glucose reading at the time was over 600 mg/dl. The customer has treated with the insulin pump but her blood glucose reading has continued to increase. Customer is reluctant to treat with manual injection. The customer declined troubleshooting due to feeling sick and stated that her husband will call back if necessary. Nothing further reported.